Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found a pin in the loading rack frame had broken off. The technician was unable to determine what caused the pin to become broken. The water leak may be attributed to the pin breaking off into the chamber door pathway causing the washer door to not close properly subsequently causing the water leak to occur. The technician replaced the loading rack frame, tested the washer and confirmed the unit to be operating properly.

Event description:
The user facility reported that water was leaking from their washer. An employee present in the room during the time of the event slipped and fell in the water. No medical treatment was sought or administered and the employee returned to work.